Event description:
The hcp reported, that during a transurethral needle ablation of the prostate, the needles on the prostiva failed to retract after the twelfth lesion. The physician disassembled the handle and removed the device without harming the pt.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.